Event description:
During coil embolixation, the delivery system was re-zipped correctly, but broke off during withdrawal within the micro catheter (prowler select 14). There was no risk to the pt, no adverse event was reported.